Manufacturer narrative:
The cannula and/or probe is a piece of metal used during the patient procedure. This piece of metal does not store any treatment data and thus there is no information to gather from its return. The exception to this would be if the cannula and/or probe had broken into pieces or was reported to have a burr that was involved in the patient injury. For other reported events, these items are not a viable source of evaluation data. The system has no system/data logs that can be reviewed. This is a non-injury case and as such all applicable information has been collected. No equipment is requested for return since the patient was not injured. There are no further actions to be taken. This investigation is ongoing.

Event description:
The patient reported during a vaser procedure excruciating pain and felt every jab as if there was no anesthesia. The area treated was the upper and lower abdomen. The next morning all the patient¿s fingernails were broken from grabbing table during procedure. The touch of clothing or a sheet was uncomfortable. In addition to the pain there was bruising in the rib cage area and below the navel and pubic bone. A CT scan shows a bruised rib. The user facility was contacted and reported the vasers highest amplitude level used was 80 with a 3-ring probe, and 1500mg 1% lido in 1000cc na chloride, with 12.5cc sodium bicarb and 1cc of epi 1:1000 of tumescent fluid was used. There were no system errors or anything out of the ordinary during treatment. The patient was not present on 1 week post-op visit.

Manufacturer narrative:
It was reported a patient experienced pain and rib bruising throughout the upper and lower abdomen during procedure. It was reported there was pain, bruising in the rib cage area and below the navel and pubic bone. CT scan showed bruised rib. It was reported patient was convinced treatment was performed in an aggressive manner. Customer used vaser mode on 80% amplitude. It was reported no system issues or anything out of the ordinary occurred during treatment. The settings, probe selection and energy application time were appropriate for the treatment plan. Solta clinical reviewed case and commented post-operative pain can be caused by several factors. There is a high likelihood of being too deep during the treatment. Scraping the facia/facial layer with the probe or cannula can cause increased pain during recovery. The safe and effective use of vaser depends to a large degree on factors solely under the control of the operator. It is important that all operators of the vaser surgical system read, understand, and follow the operating instructions supplied with equipment. According to vaserlipo safety risk assessment (260-0113hz rev. 10) bruising and other injuries are known possible effects from treatment. Manufacturing records showed all requirements were met. It was reported no system issues or anything out of the ordinary occurred during treatment. No product returned for evaluation. Solta clinical reviewed case and commented there was a high likelihood of being too deep during the treatment. Scraping the facia/facial layer with the probe or cannula which can cause increased pain during recovery. Based on the available information, this event was a result of technique rather than device performance or set up. Final test verification specifications are acceptable per job number 1950. No non-conformities or anomalies found related to this complaint when reviewing the device history record for serial/lot number (B)(6). Complaint type identified within risk analysis and performing within anticipated rate. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. This investigation is complete.